Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported loss of stimulation. The patient reported that he was attacked by a person on (B)(6) 2017. The attacker was a (B)(6) lb man who blindsided and fell on the patient. The patient stated that he was not feeling stimulation. The patient checked their device with the patient programmer and it showed that stimulation was on. The patient tried increasing stimulation and the issue was not resolved. The patient was redirected to follow-up with a healthcare provider (hcp) to have the implantable neurostimulator (ins) and leads checked. The patient did not have a current hcp and physician listings were sent. The indication for implant was non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.